Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's act button had to be pressed multiple times to work and scratches on screen sometimes force patient to angle to see display properly. The insulin pump no longer made a noise when rewinding so patient does not know its rewinding or when its complete. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
(B)(4). All buttons functioning properly. No moisture/damage/unlocked lcd keypad connector during visual inspection noted. No unexpected rewind anomaly, no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window.